Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the stylet/guidewire was damaged. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant attempt, the guidewire could not be removed from the lumen of the left ventricular (lv) lead. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.